Event description:
It was reported the system would not fluoro and gave a code high and low current error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. All connectors were reseated and verified. All voltages were checked and passed. The inputs were greased. The system was booted and images were saved multiple times with no errors. The system was found to be working as intended and put back into service.